Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was powered up several times and no display issues were found. However, the device would power cycle. The single board computer (sbc) printed circuit board (pcb) was replaced. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator display froze. Although requested, information regarding patient involvement was not provided.